Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3. Reference MFR. Report: 1627487-2014-22033 and 1627487-2014-22034. The patient has a pns system (off-label use) which includes two model 3166 leads from the same lot (3887830). It was reported the patient experienced a portion of her left supra-orbital lead (off-label use) had eroded through the skin above the left ear. In addition, the distal tip of the right occipital lead eroded through the skin and a scab had formed over the exposed portion of the lead. Follow up information identified the patient underwent surgical intervention to remove and replace the leads which resolved the issue.